Manufacturer narrative:
Device identifier #: (B)(4). No material has returned for evaluation. A DHR review cannot be performed at this time as the serial number provided (B)(6) does not appear to be a valid integra number. This review will take place once device is service and number is verified. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The reported complaint was unconfirmed. Root cause analysis could not be completed at the moment.

Manufacturer narrative:
Additional information was received on 11sept2019, stating that the patient was initially placed in the prone position. There was a 20 minute delay in the procedure for the surgeon to break scrub and check the mayfield device. There was no adverse consequence due to the delay . The incident occurred towards the end of the procedure. There were no interventions done. The procedure was quickly completed.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 3004608878-2019-00830.

Event description:
This is 1 of 2 reports. A sales representative reported on behalf of the customer that the a2002 mayfield 2000 radiolucent skull clamp had slipped. Additional information received on (B)(6) 2019 indicating that the event occurred during a posterior cervical fusion on (B)(6) 2019 wherein the patient was positioned(unspecified) for two hours. The patient was not repositioned. It was reported that three quarters of the way into the procedure, the surgeon touched the spine with a probe and felt the head move. He broke scrub and went to the head of the bed and the psi knob had loosened. He tightened the knob and finished the procedure. A 30-minute delay in surgery was noted with no adverse consequences. Additional information has been requested.